Event description:
It was reported that during device upgrade, externalized conductors were observed via fluoroscopy. No history of electrical anomalies were noted. Lead was explanted and replaced without complication. Patient was released from the hospital in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 7.6-8.3cm from the distal end consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 7.7-9.8cm from distal end consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 27.2-27.8cm from distal end. Insulation abrasion under the suture sleeve was noted at 46.1-46.3cm from distal end. The etfe coating was intact at these locations.